Event description:
As reported, while advancing the 6/7f mynx control vascular closure device (vcd) through the 6f non-cordis sheath, the user encountered resistance. The user attempted to address the issue by retracting the delivery shaft slightly and the attempting to advance it again. However, resistance persisted. Eventually, the user decided to remove the device. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The 6f non-cordis sheath was not kinked/bent upon removal. There are no visible bend/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. A 6f non-cordis sheath used. The device was used in a transfemoral cerebral angiography (tfca) procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: pe findings present the sealant exposed.

Manufacturer narrative:
Complaint conclusion: as reported, while advancing the 6f/7f mynx control vascular closure device (vcd) through the 6f non-cordis sheath, the user encountered resistance. The user attempted to address the issue by retracting the delivery shaft slightly and attempting to advance it again. However, resistance persisted. Eventually, the user decided to remove the device. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The 6f non-cordis sheath was not kinked/bent upon removal. There were no visible bend/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. A 6f non-cordis sheath was used. The device was used in a transfemoral cerebral angiography (tfca) procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, and the sealant remained in its manufactured position. The sealant was exposed and swelled as the sealant sleeve assembly showed evidence related to a frayed/torn condition that is directly related to the exposure of the sealant. The syringe used was returned with the device for this evaluation; however, the sheath was not received. Per dimensional analysis, the conditions observed with the device did not permit the measurement of the slit. Per functional analysis, the catheter sheath introducer (csi) introduction simulation was not possible due to the conditions of the device. Nevertheless, the deployment mechanism was tested by depressing both buttons, and it was observed that no issues were present with the mechanism of the device. After the device was deployed, the insertion of the corresponding lab csi was attempted again to confirm that the dimensions of the device were correct and that the impedance situation was directly related to the swelling condition of the device¿s sealant along with the frayed/split/torn condition. During this analysis post-deployment, it was observed that the device was able to be introduced and withdrawn into the cordis lab csi without showing any type of resistance. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the frayed/split/torn sealant sleeves and swollen sealant. Additionally, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the condition of the exposed sealant from the damaged sealant sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (although it was reported that excess force was not applied), and/or the condition of the sheath (which was not returned; although access site had mild tortuosity) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.